Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called via phone patient's blood glucose at time of incident was 350 mg/dl. Patient's current blood glucose level was 303mg/dl.customer stated that the drive support cap was flush . The customer was advised to revert the back up plan . The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Pump had minor scratched display window.